Event description:
It was reported that this subcutaneous implantable pacemaker device displayed signs of premature battery depletion (pbd) and decrease in battery longevity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device currently remains in service. No additional adverse patient effects were reported.